Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was revised, however during the revision procedure removal difficulties were encountered. The lead was partially removed.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial#: (B)(4), implanted: (B)(6) 2017. Product ID: en1dr01, serial#: (B)(4), implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of symptoms similar to pre-implant and "vacancy" noted when patient held left arm across chest. It was noted the right ventricular (rv) lead had the following issues; high thresholds, high impedance, oversensing, noise and increased sensing integrity counter (sic). The lead was reprogrammed and will be explanted. No further patient complications have been reported as a result of this event.